Event description:
The device was used during a procedure on the rectum. Reportedly, the instrument broke and disengaged into the patient's cavity. The surgeon applied another device and was able to retrieve the component. The hospital has reported no patient injury occurred.